Event description:
Boston scientific received information that this patient, implanted with this implantable cardioverter defibrillator (ICD) heard his device emit beeping tones so he presented to his clinic to have the device checked. A fault code 1003 was found upon interrogation and the device longevity is showing 9 years remaining. Boston scientific technical services (ts) discussed this fault code is an early indicator that the battery voltage is lower than the expected given how the device thinks it is consuming power. Ts discussed doing a save to disk and memory download to have reviewed by a boston scientific engineer and recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(6) 2012. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
New information was received indicating the device was replaced and another manufacturer's sr was present at the case. Since our boston scientific sr was not present at the case no further information could be obtained, however our sr was aware that the device is enroute for return and analysis.

Manufacturer narrative:
The boston scientific local area sales representative (sr) was going to discuss the issue further with the physician. As of this report, the remains in service. Should additional information become available, this report will be updated.